Event description:
It was reported while drawing a bd plastipak 50ml syringe ll liquid leaks past the stopper. The following information was provided by the initial reporter, translated from dutch to english: when drawing up liquid into the syringe, liquid gets between the rubber parts of the stopper.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-26. H6: investigation summary: one used sample were provided to our quality team for investigation. The product was visually inspected, no defects or damage was noted on any of the samples or components, however, a leakage past the stopper ribs was observed. A device history review was performed for the reported lot 2009018, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing and tightness testing to verify the seal of the stopper. The returned samples underwent these tests and the product met required specification. Based on the available information we are not able to determine a definitive root cause at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while drawing a bd plastipak 50ml syringe ll liquid leaks past the stopper. The following information was provided by the initial reporter, translated from (B)(6) to english: when drawing up liquid into the syringe, liquid gets between the rubber parts of the stopper.